Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer wanted to know how to fix this error code. I explain to the customer that he need to re flash the software. The customer asked why, I explain to the customer that the pump module software version is not compatible with the software flashed into the pc unit. The customer said ok I will just send it in. The customer also asked for pricing for the 8100 pressure sensor and bezel assembly. Transfer the customer to com for pricing.